Event description:
These leads were explanted because during a normal device change out on (B)(6) 2016 the leads were damaged and the physician tried to fix them by putting a suture sleeve around the abrasion. Since that day, the patient has been getting electrical stimulation during pacing. The physician decided to explant the leads and replace them during a device upgrade. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.